Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. Qc and calibration were passing on the date of the event. A field service engineer (fse) determined that the wash arm levels were out of adjustment. The wash manifold was overflowing, so the fse adjusted it. The issue was resolved by the fse adjusting the wash manifold and the reaction cell filling.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable phosphate (inorganic) ver.2 result from the cobas c 503 analytical unit for one patient. The initial result was 6.57 mg/dl, and the repeat result was 3.81 mg/dl.